Event description:
During internal routine monthly windows server patching, settings on pharmguard server (for medfusion 4000 syringe pumps) were mistakenly changed from tls 1.0 to tls 1.1. This network setting changed triggered error messages on syringe pumps throughout hospital that said "battery communication failure". The alarm did not disrupt any infusions in process, but did cause confusion and concern with clinical teams. Biomed was able to reverse tls change on the server which cleared the pump error messages but it was a very disruptive 2 hour timeframe.